Event description:
During an ep study for svt/rf ablation, the stimulator reportedly malfunctioned delivering output at an interval of approx. 8msec. Pt developed ventricular tachycardia which ceased upon disconnection of the stimulator. No further treatment was required. No subsequent adverse effects have been reported.